Manufacturer narrative:
Additional information was received that there were no issues or symptoms related to ipg migration.

Event description:
A report was received that the patients ipg was superficial. The patient underwent a revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was superficial. The patient underwent a revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.